Event description:
Noise is being seen on rv lead only from a stored iegm. All diagnostic values are stable, unchanged and within normal limits. Clinical evaluation was unable to reproduce noise. We advised them to continue to monitor closely at this time. (B)(6) 2013 - we were notified that this lead was capped on (B)(6) 2013.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Noise is being seen on rv lead only from a stored iegm. All diagnostic values are stable, unchanged and within normal limits. Clinical evaluation was unable to reproduce noise. We advised them to continue to monitor closely at this time.